Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump's downstream occlusion sensor had bubbles. Functional tests included delivery accuracy testing. The delivery accuracy tests found the pump to be delivering within the control limit specification of +/- 3% and well within the published specification of +/-6%. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over delivery. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement or incident regarding the smiths medical cadd solis hpca unit.